Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to product malfunction. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the malfunction was the device was product obsolescence. The patient outcome was reported to be well.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to product malfunction. A patient outcome was not reported.

Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. Analysis of the cuff identified a leak in the cuff shell due to wear and fatigue at the corner of a fold (see attached images). Analysis of the rest of the device identified no other damage or irregularities that would impact cuff function. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to product malfunction. A patient outcome was not reported.